Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The lesion being treated was located in the mid circumflex (cx). The lesion was predilated with a 2.5x12mm apex balloon. The physician attempted to place a 3.00x12mm veriflex stent but was unable to cross the lesion. Upon removal it was noted that the struts were raised on the proximal portion of the stent. The procedure was completed with two 8mm veriflex stents. No patient complications were reported. Patient status reported as "fine".

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)